Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The grey part of the mics handle broke off while reaming during tha case. There was a very short delay to investigate what happened to the handle. ***updated information***: 1-2 minute delay in the case. Surgery completed successfully with the robot.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. "Reported event: it was reported that the handpiece screw was loose. Issue was noticed while reaming the acetabulum. Case, therefor there was yes case delay and no patient harm. Device history review: device history records indicate (B)(4) devices were manufactured under lot k07v8 and (B)(4) including 4200846 were accepted into final stock on 7/21/16. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k07v8, p/n 209063 shows 2 other complaint(s) related to the failure in this investigation. The complaint investigations are: (B)(4). Material inspection: material analysis was not completed because functional inspection clearly showed failure. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) are associated with the failure mode reported in this event."

Event description:
The grey part of the mics handle broke off while reaming during tha case. There was a very short delay to investigate what happened to the handle. Updated information: 1-2 minute delay in the case. Surgery completed successfully with the robot.